Event description:
The customer initially reported that their acuity central monitoring system failed to answer alertech ping through the switch that it is was connected to. This resulted in a loss of central monitoring. Subsequently, the customer reported that breaker on the ups in the closet had tripped. He reset the breaker on the ups and the network switch came back up without any further issues. The customer stated that he was going to replace the ups within the next few days. The customer did not provide patient information.